Manufacturer narrative:
Release handle.

Event description:
It was reported by service report that the jack could not be pumped up and the side rail could not remain latched. No pt involvement or adverse consequences were reported.